Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 7.7 mmol/l, 24 mmol/l , 28 mmol/l to 33.3 mmol/l. The customer treated with manual injections. It was reported that the insulin pump alarmed insulin flow block numerous times over the past few days. Troubleshooting was not completed. Product is not expected to return.